Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that cutter insertion was difficult and the device had excessive heat. Therefore, the reported condition was confirmed. The device was disassembled and it was observed that the device have excessive corrosion on the components inside the housing due to not following the emersion / cleaning procedures properly. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device was getting hot. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.